Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical records was received and reviewed. The medical records allege that a patient with inoperable tumor and history of burkitt lymphoma and received serious of treatment like 32 treatments of 40 and 16 treatments of chemotherapy, the last MRI shows michigan cage with the size of tumor. Further the patient was admitted to oncology department with the concern infected mediport. Medical record shows the evidence of erythema over the port site on radiation session. Further blood culture was sent out for testing and returned back with the evidence of mssa, blood culture was repeatedly done and shows the mssa positive. The implanted port was explanted from patients body. Currently the patient was under the treatment of vancomycin and meropenem. From the time of admission the patient was in afebrile condition and the white blood count was reduced to 2 from 3.5 and the chest x-ray was also negative. The patient was consulted with mssa bacteremia and mediport infection. Further the patient underwent echocardiogram with colour and doppler study for history of cancer, it also shows that the left ventricular ejection fraction 60 to 65% and mildly increased left ventricular posterior wall thickness. Mild aortic valve sclerosis without stenosis. There is no evidence of valvular vegetation visualized in this study. If the clinical index of suspicion for infective endocarditis is high, consider tee. Therefore, the investigation is inconclusive as no objective evidence for the the reported deficiency with the port in the submitted medical record review. Additionally, it can be confirmed that the patient experienced bacterial cellulitis, bacteremia, sepsis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately three months and twenty five days post port placement for the purpose of chemotherapy treatment to treat cancer, the patient was diagnosed with bacterial infection and bacteremia, which was found to be caused by the port catheter and contained methicillin-sensitive staphylococcus aureus and staphylococcus bacteremia. It was further reported that patient developed with sepsis and the infected port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately four months post port placement for the purpose of chemotherapy treatment to treat cancer, the patient was diagnosed with bacterial cellulitis, which was found to be caused by the port catheter and contained methicillin-sensitive staphylococcus aureus and staphylococcus bacteremia. It was further reported that the port catheter was removed. Reportedly, the patient additionally required intravenous antibiotics and was hospitalized. However, the current status of the patient is unknown.